Manufacturer narrative:
Complaint no: (B)(4). The occurrence date is unknown, but was referred to as having occurred a ¿few days back¿. If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown minicap, (B)(4) addresses the transfer set, report and (B)(4) addresses the titanium adapter report for this patient.

Event description:
It was reported that the patient experienced abdominal pain and had cloudy effluent, coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment and the outcome of this event were not reported. Additional information was requested, but was not available at this time. This is report 2 of 3.